Event description:
According to the reporter, during a surgery, an internal seal component of the device may have become dislodged in the course of an abdominal surgery and, unbeknownst to providers, entered the abdominal cavity of the patient. This was discovered during a subsequent abdominal surgery.